Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form patient indicated recharger antenna was shocking her, so it was replaced, damaged recharger antenna. However, the shocking was not reported. Additional information from patient on (B)(6) 2019 indicated patient went into the doctor¿s office for injection, she peeled off bandage from where the 4 big shots went into skin and had 4 little blood spots on bandaged. Patient stated there was a new type of medication out that could possibly provide 6 months to 1 year of pain relief with one shot. Patient was told to wait for 3 weeks to see if this helped and would go back for more if this helped her. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the cause of not being able to charge implant was determined, patient said patient did not know and the tech checked out, and she got it to work properly. It was noted the tech met patient at the doctor office weeks later and the issue of not being able to charge implant was resolved. No further complication was reported. There is no indication or direct allegation that the kidney problem mentioned by the patient is related to manufacturer device or therapy, and would be considered unsolicited medical information r/o per (B)(4) complaining about manufacturer representative (rep) lecturing the patient about missing the appointment with the healthcare professional (hcp) ruled out as a complaint per (B)(4).

Event description:
Additional information from patient was received. When asked the cause of not being able to charge implant was determined, patient stated the tech said patient had the charger was being charged every 8 hours and it was pain the butt. When ask additional steps were taken to resolve not being able to charge implant, patient said patient kept lowering the charger, but the pain was returned. No further complication was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's recharger antenna is damaged. The wires are coming out. The patient also reported the re charger (rtm) cable is frayed and the controller shuts off in the middle of charging. The patient called back and said that their new rtm was not working. The patient was walked through getting to screen 16 and then advised the patient that she needs to press recharge. At this point the patient was getting passive recharge screen and the patient was advised to continue on this screen until it resolves to normal charging. The patient stated she needs to turn up stimulation because it is not relieving her pain. The patient was walked through increasing her stimulation, but kept getting no device found. The patient was told her ins battery might be dead. The patient was advised to recharge and call back. The patient called back on (B)(6) 2018. The patient said that she has been in pain for a long time and was in even more pain with the implant not being able to be charged. The patient said that during her phone call with patient services she was able to get the antenna to locate passive recharge mode screen and the patient was advised to try to go through passive recharge mode on her own until she got to the normal charging screen. The patient said she never got to the normal charging screen even after 5 sessions of the passive recharge mode. During this call, the patient was walked through passive recharge mode session for approximately 30 mins which was not successful. During this passive recharge, the patient noted that the numbers on the antenna locate screen were all 100's. It was reviewed that if the numbers on the antenna locate (al) screen are all the same this mean the rtm isn't picking up a signal/not detecting metal. The patient was instructed to hold the rtm over a metal lamp and indicated the rtm was still not able to detect metal correctly. The patient services agent confirmed that the rtm was getting all the same numbers across the screen wouldn¿t be related to a situation where technician mode needs to be enabled with a clinical programmer. The patient was sent another replacement rtm. The patient called back again and stated that she just received another complete set with new everything (controller and recharger) and it is doing exactly the same thing the other ones were. The patient said she took the battery pack out of her old one and put it in her new one, she had gone through the set up steps 5 times, but she cannot get it to do anything, but go in circles. The patient said the green light is on. The patient said she is in so much pain without stimulation and knows it is her fault because she waited so long. The also said she had to cancel a CT because she was in so much pain and was rescheduled for a CT, but may need to cancel that one too. It is unknown if the CT scan is related to her device or therapy. No further complications were reported. No additional patient symptoms were reported.